Event description:
Nurse reported customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Nurse stated that she found out that customer fishing when cannula was accidentally pulled out. Nurse does not have any further information or disposable product with which to continue troubleshooting.